Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of the left knee due to pain. Dr. (B)(6) removed 11mm poly insert and changed it to 13mm.